Manufacturer narrative:
B5: Specific patient information and device serial number are documented as Unknown. Details are listed in the attached article.Device was implanted at time of event.Date of event has been entered as the date of publication 01Sep2025 since the date of data collection was not provided.From the Department of Psychiatry, University of North Carolina School of Medicine; Department of Anesthesiology, University of North Carolina School of Medicine; and Department of Psychiatry, University of North Carolina Hospitals, Chapel Hill, NC.Nash, R., Rosenkrans, D., Kolarczyk, L., Khan, A., Hatch, E., Gala, G., Laughon, S. L., & McClure, R. K. (2025). Electroconvulsive therapy in a left ventricular assist device recipient with treatment-resistant depression. The Journal of ECT, 41(3), 212¿214. https://doi.org/10.1097/yct.0000000000001080 No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported in the article ¿Electroconvulsive Therapy in a Left Ventricular Assist Device Recipient With Treatment-Resistant Depression¿ that HeartMate 3 (HM3) may be associated with infection, left ventricular assist device (LVAD) thrombus, clotting, aortic regurgitation and arrythmia. This was a case study of a a 69-year-old adopted male with left heart failure (with reduced ejection fraction) status post LVAD placement (HM3), depression, panic attacks, cannabis use (active), substance use disorders (alcohol, cocaine, and methamphetamine) in sustained remission, arrhythmia status post implantable cardiac defibrillator, prolonged QTc, coronary artery disease, several myocardial infarctions status post multiple percutaneous coronary interventions, hypertension, diabetes type 2, and obstructive sleep apnea.During the patients pre-LVAD implantation evaluation, depressive symptoms and panic attacks were notes but the patient did not meet criteria for major depressive disorder. Beginning 4 years after LVAD placement, the patient was noted to be suffering heightened psychological distress, irritability, anorexia, insomnia, and pain. They were admitted to the inpatient cardiology service on 4 separate occasions over the next several months for various indications, including poor self-care complicated by depression, Driveline infections and abscesses, and LVAD thrombi. The patient was diagnosed with major depressive disorder. It was noted that they had previously thrown the LVAD on the ground and against the wall in anger. There was concern that recent treatment nonadherence, which precipitated the Driveline infection and clotting, was associated with the patients report of depressed mood. Due to treatment resistant depression (TRD) with recurrent suicidal ideation and a prolonged QT interval limiting psychotropic medication management, a multi-disciplinary team met several times to discuss the feasibility of Electroconvulsive Therapy (ECT) for depression management.An echocardiogram at 1 week prior to initiating ECT demonstrated stable right ventricular (RV) function, a well-seated LVAD inflow cannula, and mild aortic regurgitation. Right heart catheterization during that same time revealed adequate cardiac output/index, with normal filling pressures, further indicating good RV function. Prior to the procedure, the patient's automatic implantable cardioverter defibrillator was interrogated, and the tachyarrhythmia responses remained activated. The LVAD speed was 5100 rpm, the flow was 3.6 L/min, the pulsatility index was 6.1, and the power was 3.9 W. During induction, pulsatility was lost, though the LVAD flows and ETCO2 were unchanged from base line. Pulsatility quickly returned with small aliquots of phenylephrine administration. Succinylcholine was administered, and the anesthetic was maintained with intermittent propofol boluses. The patient remained hemodynamically stable throughout the remainder of the case. Although his Beck Depression Inventory (BDI) increased from 5 to 18, the patients interview demonstrated improved depression and denial of suicidality. Their MMSE remained 30. The patient continued to be followed in the outpatient CL psychiatry clinic. This was a single case report and it was unknown whether the experience was generalizable. It appeared that ECT may be a safe and effective treatment for Treatment Resistant Depression (TRD) in LVAD recipients.